Event description:
It was reported that, the battery handpiece was operating erratically. During pre-op testing, while sitting on the sterile table, the unit started to operate on its own. The battery was disconnected from the handpiece and reconnected. Following reconnection of the battery, the handpiece did not operate on its own. However, sometime later, the unit started operating again on its own. There were no injuries related to this occurrence.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was rec'd for evaluation. To date, the investigation for this reported problem is still in process. A follow-up report will be sent once the investigation is complete.